Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is august 15, 1998.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a low out of range shock impedance measurement of zero ohms, however, all subsequent measurements were stable and acceptable. Boston scientific technical services (ts) discussed potential electromagnetic interference (emi). No adverse patient effects were reported. Available information indicates that this product remains implanted and in service. The physician will continue monitoring.